Manufacturer narrative:
(B) (4).

Event description:
The patient experienced an overstimulation sensation and was admitted to the emergency room (ER). The patient had turned on the device and the amplitude increased to 5.5 volts immediately. The device was turned off at the ER but the patient still felt stimulation with the device off. Additional information was requested from the patient's healthcare professional.